Event description:
(B)(6). Flange fits pack for outpatient offices / product details: maymom is the manufacturer; polypropylene product sku a012-fxx, a012-b, lo12w-b, silicone products - m003-m, s005.40-d, e005-d, l005-d. Need manufacture IFU to reprocess these products. Pt: 4582. Device: 1319. Reference reports: mw5190018, mw5190019, mw5190020. This report captures: breast pump kit #4.